Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer wants to send in unit for repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported problems with lap top ventilator 1200 where unit alarmed battery inop and then vent inop and stopped ventilating. No patient harm was reported.

Manufacturer narrative:
"Results of investigation: vyaire medical received the suspect device for evalution. The event trace has a ""ln vent1"" entry due to bat mpt1 condition. The vent detected ext lst1 and bat low1 prior to bat mpt1 and ran for a short time before issuing a ln vent1. All entries are consistent with normal ventilator operation. Further testing found a defective battery. It would not accept charge even after 8 hours of charging. This condition of the battery will cause the customer reported issue. Installed a known good battery for troubleshooting and the unit passed bench testing including charging circuitry test, battery duration test and alarms tests. The vent was placed on 48 hours extended run-in test and passed with no issues. Replace internal battery and process ventilator thru service for a complete calibration checkout to meet all factory specification and standard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.